Event description:
This report is being filed after the subsequent review of the following journal article, park, j.I., cho, d.c., kim, k.t., sung, j.k (2013). "Anterior cervical discectomy and fusion using stand-alone polyetheretherketone cage packed with local autobone: assessment of bone fusion and subsidence", journal of korean neurosurgical society (54: 189-193). A study was done at a university health center reviewing using stand-alone polyetheretherketone cage packed with local autobone anterior cervical discectomy and fusion. Thirty-one patients, 15 males and 16 females participated in the study from july 2009 to december 2011. Seven patients experienced subsidence and of the that seven patients, three experienced non-union. A (B)(6) female experienced subsidence and non-union. This report 3 of 7 for (B)(4). This report is for one unknown spine cervios. .

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown spine cervios, unknown quantity, and unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.